Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from USA stating that the device has a hole inside the hose. It is known that the device was being used in surgery. There was no pt/user injury. No add'l info available.